Event description:
Sensor not working at initial installation: needle bends and sensor does not function. Same thing happened with next sensor. 3rd sensor keeps reporting critical value alert that is incorrect. 3 defective products in a row. Upc: 00357599844011 (abbott diabetes care, inc.). Dpc: 2981, 2917, 1535. Hecc: 4580. Reference reports: mw5190543, mw5190544.